Event description:
It was reported that during a pediatric surgical procedure, the jaws of a MINIGRIP Semi-Strong Clutch Grasper broke during use. A fragment of the device detached and fell into the surgical site. The surgical team searched for the fragment within the patient and recovered it with difficulty. The grasper was replaced, and the procedure was completed using another device. The event resulted in a prolonged surgical procedure and prolonged anesthesia. No clinical consequences or injury to the patient were reported. The patient was reported to be in fine condition following the procedure.

Manufacturer narrative:
(b)(4).